Manufacturer narrative:
A maquet field service technician evaluated the device and replaced the three way valve. The fitting to the main side female hose was also replaced to prevent leakage at the rear panel. A complete preventative maintenance with full calibration, functional testing and safety check to factory specifications was performed. The device was returned to service.

Event description:
It was reported that while performing in-house preventative maintenance, the main side circuit would not warm above 20 degrees. No patient involvement. (B)(4).